Event description:
Anesthesia staff report the infu-surg pressure infuser would not inflate prior to use. No harm to patient, removed and replaced with another which worked appropriately.per anesthesia tech, the issue was actually with the bulb of the device. She said no matter how the stop cock was positioned it would not inflate air into the pressure bag. ====================== health professional's impression======================would not hold air.